Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported the patient presented in the operating room for their right ventricular lead exhibiting decrease in r-wave amplitudes. The physician explanted and replaced the lead. The patient was in stable condition.